Event description:
It was reported that the customer experienced a high blood glucose of 548 mg/dl and insulin in the reservoir had come out of the insulin pump. It was stated that the reservoir came out of the insulin pump on its own while the customer was sleeping and the threads on the reservoir chamber were reportedly stripped. The insulin pump was reportedly being dropped frequently. The customer's blood glucose went high because she was disconnected from the insulin pump and it was not known for how long. The high blood glucose was treated with the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring, and cracked reservoir tube.